Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood and contrast present in the inflation lumen and balloon. There was a 5mm longitudinal tear in the balloon 13mm from the tip of the device. The device also had tip damage.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No complications were reported and the patient condition was good.